Manufacturer narrative:
Additional information was provided in h.3. And h.10. Evaluation summary: the product was not returned for evaluation. A photo was provided. The photo shows the lens positioned correctly in the lens case. A mark can be seen near the edge of the optic. Due to the quality of the photo we cannot determine the extent of the damage or if solution is present on the lens. Based on review of the provided photo the lens does appear to have a mark near the edge. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that before a cataract surgery with an intraocular lens (iol) implant, the iol was found to have a scratch. The iol was replaced and the surgery was completed with no injury to the patient. Additional information has been requested.